Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: about to use in the procedure and the balloon would not inflate. Not used for patient. Used other device. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).